Event description:
Information was received indicating that a smiths medical cadd legacy plus pump stopped every couple of minutes. In addition, when it was restarted, it would not restart unless it was turned off and turned back on. It exhibited beeping sound and did not have any error message. No patient consequences were reported. No adverse effects were reported.